Event description:
It was reported that this pacemaker showed a red call doctor icon due to an unknown reason and was not able to be interrogated. This pacemaker remains in service. No adverse patient effects were reported.